Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings:.1) call service 7 alarm observed in the black box and alarm history on date of the reported issue. The pump powered on properly with no alarms. The pump was exercised for 24 hours with no call service alarms received. Unrelated to the initial allegation, the keypad was peeling and the down button was intermittently unresponsive. Contamination was found underneath all of the button contacts.